Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2020 and on (B)(6) 2020, the patient was diagnosed with a relapsing peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as due to "quick and urgent disconnection which probably was incorrectly done". It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for the event (discontinued 24 days prior to receipt of this report). One day prior to receipt of this report, the patient experienced abdominal pain and cloudy effluent. The patient was diagnosed with relapsing peritonitis. The patient was restarted on antibiotics consisting of vancomycin (2g, every five days, intraperitoneal, duration not reported) and oral rifampicin (300 mg, 12/12-hour, duration not reported) for relapse of peritonitis. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.